Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in belgium. It was reported that the patient experienced insulin flow blocked alarm during the night causing the pump to stop for over 3 hours event in the hospital. Due to blockage patient experienced a hallucination, although by around 11 am the patient was mobile, but shown some dyskinesias. The treating physician planned to discontinue xagado therapy and initiate amantadine. No further information available.